Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 475cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including anxiety, panic, agoraphobia, extreme fatigue, excessive hair loss, abnormal cervical cells, thyroid disease (hashimoto), calcifications shoulder, shoulder pain, neck calcification, neck pain, scapula displacement, badly damaged shoulder tendon, allergies , permanent nasal congestion. As a result, the patient underwent explantation on 6/12/2019. In addition, the patient stated that her right implant was found to be upside down upon explantation. Since it is not conclusively known which side the device was implanted in, device migration will be reported on this report at this time. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This is for one of the reported prostheses.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).